Event description:
It was reported that the procedure was to treat a lesion in the common iliac artery. The 6.0/20 m x 135 cm absolute pro stent system was loaded onto the guide wire. After the physician completed taking care of other things, an attempt was made to advance the absolute pro; however, the device had been stationary on the guide wire longer than normal, and could not be advanced or removed. The physician pulled on the absolute pro delivery catheter, and the stent prematurely deployed on the guide wire, outside the patient anatomy. The absolute pro was then easily removed from the guide wire and a new absolute pro stent system was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with the guide wire and the premature deployment were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.